Manufacturer narrative:
This device is same and/or similar to a device approved for distribution in the u.s.

Event description:
It was reported that during testing, the cuff of the tracheostomy tube was found to be asymmetrical. As the issue occurred during testing, there was no patient involvement or injury.

Manufacturer narrative:
Device evaluation: one bivona sample was received for investigation. Visual inspection of the device did not reveal any defects. The sample then underwent an inflation test using a standard syringe and 16cc's of air. It was found that the device measured 12mm from the center of the shaft to the smaller side of the cuff and measured 16mm from the center of the shaft to the larger side of the cuff. Although the cuff may have appeared to be asymmetrical, the investigation determined it met the manufacturing specification ratio for a tts cuff. Additionally, the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Based on the investigation, the complaint was not confirmed. No fault was found with the returned sample.